Event description:
Customer reported a high blood glucose level, with the specific value being unknown but indicated as "high." Cause was not known. Customer initially attempted to deliver correction boluses using the pump and then switched to using manual injections. Technical support confirmed that there were no issues with the infusion set, tubing, or insulin storage. They instructed the customer to perform various checks and recommended replacing supplies and resuming insulin.